Manufacturer narrative:
Upon disassembly, corrosion was discovered in the motor, rotor, and press plug. Additionally, the ball bearing was found to be stuck in the rear bearing housing and the top and bottom of the rotor shaft were damaged. Multiple other internal components showed signs of wear/damage, including the bearings, nose housing assembly, front housing, and the link with fins.

Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.